Event description:
While injecting consumer's insulin, pen needle broke off in the abdomen. Incident occurred in 2000 and report was received in 2000. Consumer claims consumer developed a fever and went to the emergency room for treatment. Dr took x-rays and said the needle may work itself out. In 2000 consumer called back and stated consumer was scheduled for surgery on thursday. Dr would try to retrieve the needle.